Event description:
Patient presented to the physician with persistent hoarseness, voice changes, altered taste perception described as a metallic or coppery taste, and tongue retraction. Physician brought the patient into the or and removed the entire inspire system.